Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 01:04:14. During night drain cycle nine, the patient's ultrafiltration reading was 656ml, indicating the home patient drained 656ml more than their maximum programmed fill volume of 1000ml . No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.